Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 10-nov-2022 under work order (B)(4)and the ship date is not known. Manufacturing record review: DHR-322386 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 18-aug-2023. Visual evaluation: visual examination of the complaint product revealed physical damage. There is a dent in the bottle along the top edge. The vacuum of the bottle is ok. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Leaking. Root cause: the root cause of this issue has been attributed to the dip tube getting slightly bent by the customer. This then caused the end of the dip tube to contact the bottom of the cannister which prevented the cannister cap to be able to be closed completely and caused the leakage. The dip tube was adjusted and the unit was tested ok to form-prod 282. The unit was released for shipping it back to the customer. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that liquid nitrogen leaks out even with lid securely closed. No adverse event was reported. No additional information is available. 900076 ultra 2023-08-0000337.